Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2016 with the following findings: a review of the pump¿s black box revealed several unexpected black box events. The battery cap was able to fit and maintain an electrical connection. The pump powered on correctly with no power interruptions being duplicated. The tightened battery cap was fully tightened and then loosened and the power to the pump was not interrupted. The pump was opened and there was no intermittent power on the printed circuit board. (B)(4).